Event description:
It was reported that during equipment testing by the customer at the user facility, the device heated up. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was duplicated through disassembly and visual inspection by the technician. The technician confirmed the set screw for the spindle housing/drive shaft was worn and had moved.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device heated up. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.